Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned and analyzed. No abnormalities were identified during visual inspection. Leak, clear passage, and clamp functional testing were all performed with no issues noted. The device diameter measurements were within specification limits. The reported problem was unable to be confirmed. Seal surface testing was performed successfully. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv-flash solution transfer set had a connection issue with a titanium adaptor. The reporter stated that the two devices did not connect well and a gap was observed at their junction. The titanium adaptor was still in use after the event with no problems. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.